Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.9, lab: 2.98; inratio: 4.1, lab: 3.22; inratio: 3.9, lab: 2.69; inratio: 4.2, lab: 2.77; inratio: 2.9, lab: 2.45; inratio: 3.2, lab: 2.45; inratio: >7.5, lab: 5.44. Study performed with 3 patients over 7 days. Patient information was not given.